Event description:
It was reported that during a case, the ceramic tip was lost inside the pt. It was further reported that the ceramic piece was retrieved, but not the metal part. Further add'l surgery was needed to look for the metal piece.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.